Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter and haemotronic found that there was damage to the transducer on the venous line. Haemotronic's investigation report showed that the transducer housing was damaged, with some detection teeth missing. Because 100% leak testing is performed during production, it was determined in the investigation report that the damage occurred after the sale. Due to insufficient information, a root cause could not conclusively be determined. According to haemotronic's report, a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter; the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter (B)(4), during prefilling, the liquid level in the drip chamber could just reach the middle of the chamber; the saline solution would not entirely fill the drip chamber. The nurse used the injector to exhaust air and the saline solution filled the drip chamber; however, after a while the liquid level fell to the middle of the chamber again. According to the nurse, the hospital did not think the event was due to a leak in the product. There was no patient involvement; therefore, no patient injury or medical intervention is associated with this event.